Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Complainant reported that during a routine shift check the autopulse resuscitation system displayed an "out of service-revert to manual CPR" message. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The customer complaint of the platform displaying an "out of service-revert to manual CPR" message was confirmed. The archive data files show that the device was never used during the reported event date of (B)(6) 2013. The archive however, does show that the platform was used on (B)(6) 2013 at which time a latch error 139 (unable to hold compression position) had occurred. During evaluation of the platform, there was no clicking sound noticed coming from the brake assembly when the device turned on. Further inspection determined that the drive train motor brake gap was out of specification, measuring at 0.025". It should be noted that the brake gap being out of specification, is a potential cause for the observed latch error 139 in the archive. After adjusting the brake gap back to within the specification of 0.008", a run-in test was performed for 30 minutes and the brake gap was found to have remained in specification.